Manufacturer narrative:
Reporter contact number (B)(6). Product development investigation was completed. The received drill bit was broken at the tip. One of the three cutting edges was broken. The broken portion was not returned/missing. The remaining cutting edges were blunt and worn. Based on the received information we cannot determine the exact root cause. The existing damage as well as the marks and wear on the side edges point to the fact that the drill bit was subjected to mechanical overloading. Because of the damage, the complaint relevant dimensional accuracy of the valid manufacturing specification. As per the relevant documents, the correct material for stainless steel 440a/1.4109 was used. The hardness values measured between 52.9 hrc and 54.4 hrc were in compliance with the specification of 54 +/_ 2 hrc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. A device history record review was performed for the subject device lot number f-12422. Manufacturing location: selzach. Date of manufacture: 14.jun.2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. 510k#: unknown. A device history records review was not available and has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor for pfna blade was broken the weld at the tip of the arm. That the drill bit the broken-off portion (tooth) of the cutting part of the drill. The protection sleeve has a crack on the thrust portion of the guide wire. The trocar was broken the stop (tip), burst weld. The reamer has broken at the cutting portion of the reamer. The universal chuck has a bent lever handle. This was realized on checking the loan set at the loan department. This complaint involves six parts.(B)(4) this report is 1 of 2 for (B)(4).